Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact mechanism of damage was unknown. One 0.038¿ j-tip guidewire was returned for investigation. The guidewire was slightly bent 18.5cm and 38.5cm from the bend at the j-tip. The coil wire was dislocated 4mm from the weld tip at the j end of the guidewire, which exposed the core wire. The guidewire had been removed from its hoop and the hoop was not returned for investigation. A tactual investigation revealed that the weld tips were intact and the coil wire could not be stretched over the core wires. The outside diameter (od) of the guidewire was within specification. Since the wire had been removed from its hoop and since the airguard introdcer returned with the wire had been assembled and revealed deformation at the dilator tip, the damage may have occurred during use; however, the exact mechanism of damage was unknown. A lot history review (lhr) of rebs0860 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement "insertion of denovo tunneled central venous catheter for dialysis. Physician noted that the j portion of the j wire was not smooth and the scrub tech showed the physician the split in the peel away dilator. The kit was abandoned and a new kit was opened". On (B)(6) 2017-evaluation found kinked guidewire.